Event description:
It was reported that the ilet user drank coffee with sugar, then observed a low sensor glucose reading and later a high reading and subsequently used ¿meal announcements¿ to attempt correction while using a libre 3+ sensor. The sensor then generated a replace sensor alert and was changed, and the user later treated a low with a small amount of soda. Symptoms included hypoglycemia and hyperglycemia ranging from 57 mg/dl to 235 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem found for the ilet system, a usage problem identified involving using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.